Manufacturer narrative:
The perforator was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the perforator unit was inspected using the unaided eye. Unit was soiled from organic material and had visible tooling marks on the inner and outer drill heads. IFU testing was performed. However, the unit could not be tested as is due to the heavily fused state of the drill due to organic material. The unit was disassembled, soaked in 70% ipa then cleaned to remove the remaining organic matter present. The unit was resleeved and the test designed as intended. Functional testing was performed using the same protocol it underwent at finished goods testing prior to release. The unit was found to perform as intended and fulfilled the acceptance criteria. The complaint could not be verified through failure analysis. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Although the complaint was not confirmed, potential causes of failure include: perforator components cannot withstand multiple sterilizations/uses, impact introduction of drill to skull able to cause scoring on the pin/triangle/slot interface, inadequate spring (k-factor and/or length), drill used for multiple holes; chatter/deformation of pin/slot interface, drill allows to be set incorrectly, incorrect specification of surface finish for inner drill outer drill and pin, or user misuse.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the perforator did not stop causing an injury to the dura. Also surgeon felt that the tip of the perforator was blunt. The perforator was tested as per instructions for use before surgery. The event led to 5 minutes surgical delay.